Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and provided instructions on storing the malfunctioning pump, returning it via ups, and steps to follow upon receiving the replacement. The customer understood and acknowledged these instructions.